Event description:
The rn (registered nurse) contacted (B)(6) to report one (1) cassette with an opened overpouch detected before use by the home patient (hp) on an unknown date. On (B)(6) 2010 product surveillance contacted the rn who confirmed the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(64. The product sample has been received by baxter; however, the evaluation has not been completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. A follow-up report will be submitted upon completion of the product sample evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of an opened overpouch. Set was returned for complaint investigation. Per the results of evaluation, the set was visually inspected and confirmed open at the perforated seal with no evidence of solution or other usage of set. The complaint was confirmed in the lab. A batch review was performed on the associated lot (h10f27016) with no issues noted. The integrity of the set (sterile fluid path) is not impacted by the opened perforations. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.